Manufacturer narrative:
Additional suspect medical device components: model #: sc-1110-02 serial #: (B)(4)description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing pain between her shoulder blades with the stimulation on or off. The physician attributed the pain as normal post op surgical pain and prescribed the patient percocet.